Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues with the external pulse generator (epg) battery drawer. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) battery drawer would not open when pressing the eject button. It was also indicated that both output connectors were broken. It was also indicated that the atrial output connector was contaminated, a case screw was contaminated, and that the main printed circuit board (pcb) was out of specification electrically. The epg was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.